Manufacturer narrative:
(B) (4). The patient declines to return the device to baxter for evaluation.

Event description:
The patient had been contacted as part of the follow up for complaint (B) (4) and an event that had occurred on (B) (6) 2009. During the conversation the patient indicated that the event of his "heart attack" had actually occurred in (B) (6) 2009. At that time the patient indicated he experienced the following symptoms as noted on the urgent recall letter he received in january 2010: feeling of fullness, abdominal pain, tense abdomen, difficulty eating, vomiting at least 13 times, difficulty breathing and increase in his blood pressure (bp). The patient stated he experienced these symptoms for a "few weeks" prior to his hospitalization on (B) (6) 2009 for a "heart attack". The patient prescription at that time was a fill volume of 2 l. During the time prior to the event, the patient stated he called the facility nurse about his feeling of fullness and the fill volume was decreased to 1.7l. The patient states he did manually drain during this time, but is not able to remember what the drain volumes were. The patient indicated he was hospitalized for 10 days for this event and continued peritoneal dialysis (pd) therapy using the hospital device during that time. The patient was discharged to home and continued on pd therapy using the current hc device. A second event occurred on (B) (6) 2009 and is captured under complaint (B) (4). The patient states he was transferred to hemodialysis in (B) (6) 2009 and is currently doing well. The facility nurse was contacted on 03/04/2010 regarding the patient event in (B) (6) 2009. The patient record indicates the patient was seen in the emergency department (ed) on (B) (6) 2009 with complaints of nausea and vomiting for the previous two nights. The patient work up was negative and the patient was discharged to home. On (B) (6) 2009 the patient returned to the ed with complaints of nausea and vomiting thirteen times in the past twenty-four hours. The physician note from (B) (6) 2009 1430 indicates the patient was drained and 64ml was obtained. No overfill was noted at this time. The patient complained of nausea, vomiting, diarrhea, anorexia and headache. The patient denied complaints of abdominal pain, abdominal discomfort, fever, abdominal tenderness, dyspnea, chest pains or palpitation. Vital signs were: blood pressure (bp) 215/128, pulse-104, oxygen saturation-89%, temperature-98.1 and respirations-20. During the workup the patient had an abnormal electrocardiogram (EKG), ischemia, pulmonary edema, inferior q-waves, systolic murmur and crackles in the lungs. The abdomen was soft, non-tender and no guarding was noted. The blood glucose was 1004. The work up was to rule out possible myocardial infarct, possibly suffered two-three days prior to this event. The patient was found to be in diabetic keto-acidosis. A triple lumen central catheter was placed, the patient was admitted to the intensive care unit (ICU), placed on multiple medications and oxygen per mask at 10 liters. The patient labs indicated acidosis. On (B) (6) 2009 the patient underwent a cardiac catheterization and stents were placed. He was noted to have 70% stenosis with moderate to diffuse disease. The medical history indicates in (B) (6) 2006, the patient had an ejection fraction of 55-60%. In (B) (6) 2009 the patient was seen at georgetown hospital. The patient reportedly had mild to moderate cardiac effusion and an ejection fraction of 40%. The nurse indicated that he believes the event was unrelated to dianeal therapy or the homechoice device.

Manufacturer narrative:
(B)(4). The patient released the device to baxter for evaluation. The evaluation results indicate: the device was returned for evaluation. Homechoice device was evaluated for the reported difficulties of patient symptoms. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to these reported difficulties. The device was determined to meet performance specification requirements per rite testing. The device passed the homechoice rite functional test and the homechoice rite electrical test. Due to additional therapies being performed and overwriting the previous data, there is no information within the logs from the date of the reported difficulties. These reported difficulties were unable to be confirmed during the pal evaluation. Issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the pal. The assignable cause was undetermined. (B)(4) is currently open to address overfill / iipv.